Event description:
Prior to using the filter, the customer rinsed the first filter. Despite rinsing all four compartments at least two of the three filters were clogged and would not drain.

Event description:
Prior to using the filter, the customer rinsed the first filter. Despite rinsing all four compartments at least two of the three filters were clogged and would not drain.